Event description:
The subject device is an olympus demo unit that was returned to olympus to be checked, with no alleged complaint. There was no patient or user injury reported. Upon inspection and testing of the suspect device, foreign material was observed in the opening of the biopsy channel. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing of the returned device, service also found the distal end cap was damaged, and the adhesive on the bending section was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due inappropriate reprocessing as the user likely did not conduct appropriate inspection prior to use, foreign material remained. The event can be detected/prevented by following the instructions for use (IFU) which state: inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Brush the instrument channel port. Olympus will continue to monitor field performance for this device.